Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the stent fractured. A 6x60x130 innova self expanding stent was selected for use. The target lesion was located in the common femoral artery. The stent was successfully placed. A non-bsc device was used to close the vascular access site. When it was placed, it pushed on the stent and caused the stent to fracture. The patient had to be repunctured, and an additional innova stent was successfully placed within the original stent to make it durable in the vessel. The procedure was successfully completed. There were no patient complications.